Event description:
It was reported that after inserting the intra-aortic balloon (iab) and attempting to initiate therapy, the blood pressure readings could not be obtained via optical sensor. The hospital staff connected the transducer and measured the arterial pressure at the tip to complete the procedure. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. Three gfe attempts were made to obtain this information without success. Complaint record ID (B)(4).

Event description:
N/a